Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to select items in the cubex application. A technical support specialist (tss) found in mql transactions the item was issued and confirmed that profile order was available to issue after the pending messages were processed. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue lacosamide, vimpat 100 mg as the medication could not be selected in the cubex application. A new order was placed; however, the issue persisted. The cabinet was restarted as the facility was observed offline in mql. The order displayed missing details, including order start date, issue quantity, and units. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.